Manufacturer narrative:
The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a 65-year-old female patient underwent implant placement at tooth number 30 on (B)(6) 2022. The patient's bone quality was reported as type I. The implant lost osseointegration after prosthesis attachment. The patient reported the issue on (B)(6) 2026 and was removed on the same date. Per the report the patient experience inflammation and infection but no permanent injury nor were additional procedures required. No fractured components or fit issues were reported. It is unknown whether the implant was replaced. Event was reported to the dental office located in (B)(6).